Event description:
Investigator has indicated that the previously reported restenosis was not related to the paclitaxel. Clinical events committee has adjudicated that the previously reported restenosis was related to the study device and not related to the procedure or paclitaxel.

Event description:
During the index procedure the physician used three in pact admiral paclitaxel-eluting pta balloons to treat the left sfa. Approximately 21 months post index procedure the patient suffered restenosis of the left sfa. The investigator assessed the event as probably related to the study device and procedure. The restenosis of the left sfa was treated with pta. Outcome is resolved.

Manufacturer narrative:
Concomitant: evaluation, results: inherent risk of procedure ¿ (stenosis). Conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).